Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient kept having infections and also had sepsis. No adverse patient effects were reported. The pacemaker was explanted.